Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The bilaterally implanted patient came to the clinic for normal follow up. In-situ measurements of the right side showed high impedance status on 11 electrode channels. The parent reported that the patient had a trauma on the right side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted patient came to the clinic for normal follow up. In situ measurements of the right side showed high impedance status on 11 electrode channels. The parent reported that the patient had a trauma on the right side.